Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro tw power supply had no power. The harvester said that the led light was on when this happened. During the pre-test, the vasoview hemopro tissue welder did not work so they switched the cable, but it still would not activate. They opened a new vasoview hemopro tissue welder, and the new device would not activate as well. Lastly, they switched the power supply and the tissue welder worked. The exact occurrence date is unk. The replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was retained by the hospital and is not returning.